Manufacturer narrative:
A1,2,3,4;b6,7;d10: info not provided by affiliate. D5,6;h4: info unavailable. H6: code 400 (other): kickoff spring was detached upon receipt. Spring was re-attached securely and functioned without incident. Based upon the inquiry info received, the visual exam and the functional test, it was concluded that the reported "piece of instrument fell into the abdomen" during surgery was actually the kickoff spring which had become detached. The instrument was received with a detached kickoff spring, which was returned. The kickoff spring was observed to be slightly bent but was re-attached to the cartridge nose and the instrument was cycled and fired the remaining staple without incident. The kickoff spring was found to remain secure to the cartridge during testing. The instrument was then placed through a 11mm sleeve and no resistance was observed. No conclusion could be reached as to what may have caused the kickoff spring to become detached during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve its products.

Event description:
During a laparoscopic hernia repair (tapp), it was reported that a piece of instrument (loose in box which is being returned) fell into the abdomen during the procedure. Surgery not extended, piece easily retrieved. Surgeon changed to a new instrument to complete the case. There was no consequence to the pt.